Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of the device. Visual inspection noted the center bar of the stapler had retracted into the retainer and the sulu contained a full complement of staples. Functional evaluation was unable to be performed due to the retracted center bar. A review of the device history record indicates the product was released meeting all quality release specifications at the time of manufacture. Replication of the observed condition may occur after firing, if the firing knob is not fully retracted. When this occurs, difficulty in removal of the loading unit may be experienced and the center bar may fall back into the firing knob retainer. The IFU includes instructions for after the firing, which includes returning the firing knob all the way back to its pre-fire position. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during an open colon resectioning. One staple was unable to be reloaded after firing successfully because the cartridge in the instrument could not be taken out of the stapler. The black pusher thumb piece could not be moved. The second instrument was not able to be closed. The third instrument worked well but it was not possible to push back the lever because the scalpel stood at the end of the reload and was jammed. It was not possible to push back the knife. To correct the issue, the surgeon made a hand stitch seam. Patient status is alive, no injury.